Event description:
A report was received that following a lead revision procedure, the patient's battery would not hold a charge and was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced due to physician clicking down on contacts. It was also noted that the ipg was replaced per physician¿s preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that following a lead revision procedure, the patient's battery would not hold a charge and was no longer working. The patient will undergo a revision procedure.